Event description:
It was reported that the b7041 access sheath was not inserted fully into the ureter, and while the surgeon was making multiple passes with the scope, that it pushed the access sheath further into ureter and caused perforation of the ureter. No patient complications or medical intervention was reported.